Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Blood glucose level of customer was 400 mg/dl. Customer did not provide further information regarding their high blood glucose. Customer reported that they woke up with change sensor alert. Customer assisted to performing test on transmitter and it was pass. Customer reported bent sensor cannula. Customer reported site issue like itching and red bumps at the insertion site. The insulin pump received insulin flow block alarm and customer reported that event was resolved by changing complete set. It was unknown whether the customer using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis.